Manufacturer narrative:
Bent release crossbar on breakaway head section.

Event description:
It was reported by service report that the breakaway head section would not lock in the up position. No pt involvement or adverse consequences are reported.